Event description:
Customer reported that a patient sample with a positive antibody screen, reacting 1+ with the homozygous kell + screening cell, did not react with vra169. The kell positive cells on the panel are all heterozygous. Customer reported that all qc testing was satisfactory. Customer also stated that other kell positive samples from other patients reacted as expected with this lot.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. There were no similar complaints related to the lack of reactivity with anti-kell and this lot. (B)(4).